Event description:
Procedure type: colon resection. According to the reporter: anvil and stapler would not meet after insertion. The surgeon continued aggressive attempts, but eventually the center rod bent. The surgeon removed the product and opened a new anvil and stapler. A small portion of tissue was removed when the device had to be cut off. Surgery time was extended 30 mins. No bleeding reported.